Manufacturer narrative:
(B)(4). A sample is not available. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. A 510(k) number will not be provided in the as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A batch review was performed for the associated lot number 10l02a with no deviation evidenced during lot manufacturing. This complaint could not be confirmed. The actual sample was not returned for testing. Nipro performed testing on the retained samples and a review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. Nipro also found no abnormality with the biological tests performed for the retained sample. The root cause of the patient reaction was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, a nurse from (B)(6) reported 1 dialyzer that during use, after 15 minutes of starting the therapy, the patient experienced dizziness, hypotension, and nausea. Therapy was interrupted and 500cc of saline solution were administered. After 15 minutes, the patient was recovered and continued the therapy after changing the dialyzer. On (B)(6) 2011, the facility administrator provided the following additional information: the patient was using the dialyzer for 6 and at times presented hypotension, dizziness, nausea, and abdominal pain during the first 30 minutes of therapy. The nephrologists started to look for the cause and they discarded cardiac issues, and gastrointestinal issues, and the patient does not use medication for blood pressure. The dialyzer was switched for an exeltra 170, for 1 week and the patient did not exhibit the symptoms that presented before. For this reason, the nephrologists related the patient reaction to the dialyzer. One week after the dialyzer was changed back to the xenium, the patient experienced hypotension, dizziness, nausea, and abdominal pain. The nephrologists have asked for permanent change to exeltra 170 dialyzer. The sample is not available.